Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware of the event. Block d6b: 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5025473/7071299.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. The explanted devices were retained by the medical facility and will not be returned.